Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that the 8mm cadiere forceps instrument tip broke off from the shaft partially. There was no report of patient involvement or patient injury. On 04/03/2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: tip of instrument arm broke off of shaft partially. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no material was detached or missing. No fragments were detached from the device at any point. The instrument will be sent out. No photos or videos are available.